Event description:
At the end of case, the bovie machine made a continuous loud noise without anybody activating it. Tried to unplug it, but suddenly the bovie machine started to exhibit black smoke out of the back of the machine. Surgeon was in the room when this incident happened. No untoward effect seen on the patient. Bovie machine was sent to biomed with accessories.